Event description:
Pt was receiving chemotheryapy via MFR's 200a infusion pump. The pt called nurse into his room and was holding the filter (0.22 micron in-line filter) in his hand. The IV tubing had separated from the bottom outlet of the filter. The defective tubing was removed and replaced, and then the infusion was resumed.(*)